Event description:
The problem was the same in two separate occasions. They found the IV bag empty on both pts, which means that the pts received 250cc of saline solution in less than an hour. The transducer was pt mounted in both occasion.